Event description:
The nurse reported a system message displayed and they were unable to clear the system message. The event occurred during set-up for the third case. The nurse stated they attempted to reboot three times and were unable to restart the system. The patient was sedated and blocked. The case was cancelled and rescheduled. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message. The system message was noted in the event log. The company service representative checked the pressure test points which were well within specification. The rg2 regulator was replaced as a preventive measure. The system was then tested and met all product specifications. The rg2 regulator has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.